Manufacturer narrative:
The sodium electrode lot number was epe with an expiration date of 20-jul-2026. The potassium electrode lot number was evb with an expiration date of 15-aug-2026. The chloride electrode lot number was evp with an expiration date of 13-jun-2026. Based on the provided information, the investigation was unable to determine a specific root cause. The analyzer alarm trace contained multiple abnormal probe sucking errors. These are indicators of possible poor sample quality. Correct pre-analytic sample handling is within the customer's responsibility. There was no evidence to reasonably suggest there was a device malfunction. The issue appeared to be resolved after the service actions.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer performed acceptable precision testing prior to and after cleaning of the ise flow path and checking adjustments. He verified that the rinse levels were correct and everything was operating correctly. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 4000 c311 stand alone system. The initial sodium result was 155 mmol/l, and the repeat results were 140 mmol/l and 140 mmol/l. The initial potassium result was 5.65 mmol/l, and the repeat results were 4.79 mmol/l and 4.84 mmol/l. The initial chloride result was 114 mmol/l, and the repeat results were 103 mmol/l and 102.6 mmol/l. The repeat results were believed to be correct.